Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred intra-operatively. The stapler did not fire on the fourth firing. It also made a loud noise. The patient had serious injury and required intervention.